Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025 and last titrated from 3.0 to 5.6ma on (B)(6) 2025. Later that day, the patient experienced vomiting, low blood pressure, and dizziness. The patient presented to the emergency department, was kept overnight, monitored, and released on (B)(6) 2025. A follow-up occurred on (B)(6) 2025, and the patient was still experiencing dizziness. The patient was given fluids, barostim was adjusted to 3ma, and antibiotics were prescribed for an infection not related to barostim. In the opinion of the physician, barostim was not the cause of the event but may have contributed to dehydration and low blood pressure. The patient was admitted to the ER on (B)(6) 2025 for further evaluation and additional fluids. The patient was released later that day feeling much better. As of (B)(6) 2026, the patient had not experienced further complications.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was not related to barostim, but barostim may have contributed to dehydration and low blood pressure. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025 and last titrated from 3.0 to 5.6ma on (B)(6) 2025. Later that day, the patient experienced vomiting, low blood pressure, and dizziness. The patient presented to the emergency department, was kept overnight, monitored, and released on (B)(6) 2025. A follow-up occurred on (B)(6) 2025, and the patient was still experiencing dizziness. The patient was given fluids, barostim was adjusted to 3ma, and antibiotics were prescribed for an infection not related to barostim. In the opinion of the physician, barostim was not the cause of the event but may have contributed to dehydration and low blood pressure. The patient was admitted to the ER on (B)(6) 2025 for further evaluation.